Event description:
It was reported that the customer's insulin pump alarmed motor error during a bolus. The caller stated that the batteries last less and the battery cap was damaged. Troubleshooting was performed, and the drive support cap was loose. The caller mentioned that the case was cracked near the battery compartment. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specfications.